Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into insulin pump. Conclusion: reservoir does not leak. No physical damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl which was treated with manual bolus. Customer stopped troubleshoot for high blood glucose after finding that there was leak on the reservoir o ring. Auto mode feature was active at time of high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and reservoir will be returned for analysis.